Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip causing the first clip to partially detach. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation with a grade of 4. An xtw clip (20510r145) was successfully implanted. To further reduce the mr an nt clip (20323r153) was selected for implant. While advancing the nt clip to the mitral valve it bumped the first implanted clip causing the xtw clip to partially dislodge from the anterior leaflet. However, the xtw clip was still attached to both leaflets. The nt clip was then implanted to stabilize the xtw clip. The procedure was complete with a final mr grade of 2-3. There was no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design, or labeling.